Event description:
A new IV had been started at 1900 hours on the left arm. The arm was checked by staff at 2000, 2100, and 2200 hours with the site being noted as clear. At the 2300 hours there was a discoloration under the tape on the left arm which resulted in four marks. The IV was discontinued and the pump removed from the patient and biomed notified. Pharmacy was also called to check on the calculations and solution and verified that it was accurate. The pump had delivered in 12 hours, what should have taken 24 hours. The pump with modules were sent to the manufacturer for analysis and the facility is waiting for a response.